Manufacturer narrative:
Based on the claim against the product by the customer noting that one of the sscs had no vision in the right eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vsc fiber port (3rd down from top) and both fiber port transceivers to resolve the issue. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint regarding the ssc losing right eye vision was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that the second surgeon side console (ssc) had no video in the right eye. The intuitive tech support engineer (tse) reviewed the system logs and found a 45308 error against ssc. The rest of the system had video in both eyes. The tse had the customer hard power cycle the ssc and check the blue fiber cable connection. After the hard power cycle, there still was no video in the right eye and the blue fiber cable led was red. The tse had the site check the cable, and it was plugged in all the way. The customer elected not to do any additional troubleshooting and continued the case with ssc #1 only. There were no reports of patient injury. The site called back the following day, still experiencing the same issue. The site stated that they tried x2 different sscs, and two different blue fiber cables, but which ever combination they tried, whichever ssc was plugged into the third port on the back of the vision side cart (vsc), that ssc would have the right eye missing. The sscs worked normally when connected to other ports. Intuitive surgical, inc. (Isi) made a follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.